Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump had motor error and it turned off. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was performed displacement test and it was passed. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.